Event description:
Missing reports; ventricular sensing episodes. Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. Manufacturer response for remote monitoring platform, carelink (per site reporter).